Event description:
During review of lf customer support call sheet, customer complaint of "pressure are incorrect and intermittent self starts" was noticed. Customer did not return voice messages. On 6/9/06: customer asked to please call back 10:30 pst, 6/9/06: left message and v-mail, 6/12/06: left v-mail, 6/14/06: left v-mail, 6/19/06: left v-mail.

Manufacturer narrative:
Fse evaluated injector, diagnosed that source of event was a faulty linear pot, and 125ml faceplate magnet mis-position on this 2 yr old unit. Fse could not duplicate the self start issue. Replaced linear tracking pot, adjusted magnet position to be flushed with faceplate surface and re-calibrated ram position, verified proper operation, verified the used syringe warning feature is enabled. Injector returned to full service by the customer.